Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 6 mm, 23-inch infusion set and no device alarms or noted leaks, confirmed by fingerstick, after which they disconnected and administered subcutaneous insulin from a pen before later performing a supply change and resuming ilet insulin delivery with guidance. Symptoms included elevated blood glucose above 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia over a few hours that resolved with back-up insulin and reconnection to therapy, without medical intervention, hospitalization, or assistance administering back-up therapy. Investigation included customer care troubleshooting and education, review of device status and alarms, and guidance through supply change and reconnection. Investigation of this case revealed no device alarms, an unclear cause for the hyperglycemia, and successful restoration of insulin delivery after supply replacement, with no confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.